Manufacturer narrative:
(B)(4): batch # m55r23. The analysis results found that the ecs29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. It was reported that the device felt and sounded ¿weird¿ when it was fired. After the device did not perform as expected, the surgeon re-resected the colon using the contour device and fired another like device to complete the anastomosis. There was no patient consequence as a result of the extended or time. The surgeon was able to address all that needed to be done with the anastomosis during the procedure.

Event description:
It was reported that during a colon resection procedure, the proximal end of staple line (1/3) was not stapled, the staples did not form. No big click sound at end of firing. It seemed like the device didn't close all the way. The colon had to be re-resected with a curved cutter stapler with two blue loads. Patient was fine, extra hour of or to complete case. There were no adverse consequences for the patient.